Event description:
It was reported, upon plugging in the single-use fiber, there was a green aiming beam showing through a crack about 12 inches from the white laser fiber hub. The fiber was not used and replaced with another laser fiber. The issue occurred during a therapeutic ureteroscopy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no indications of the laser fiber being cracked or broken halfway up the laser fiber. The proximal end, as well as the distal end tip had no indications of physical damage. Therefore, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
There was a delay of 1-2 minutes to replace the fiber.